Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation to show a causal relationship between the patient¿s hospitalization for fluid overload, hyperphosphatemia, hypocalcemia, hypomagnesemia, encephalopathy, sepsis and cellulitis and the liberty cycler. Additionally, there is no reported allegation of a malfunction against the liberty cycler. There is however, a temporal relationship between the patient missing pd treatments due to malaise/fatigue and the diagnosis of fluid overload, hyperphosphatemia, hypocalcemia, and hypomagnesemia. The causal event for missing treatment was attributed to the medications that the patient was taking. This also contributed to the patient diagnosis of toxic metabolic encephalopathy. The patient¿s cellulitis and subsequent sepsis are not reasonably related to pd with fresenius products. Cellulitis is a known risk in immuno-compromised patients. The patient has extensive comorbidities which could have contributed to the multiple medical issues experienced with this hospitalization.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s nurse on an unrelated event revealed that the patient was currently hospitalized. The medical records regarding this hospitalization revealed the patient was seen at the pd clinic on (B)(6) 2018 and the nephrologist sent the patient to the hospital for fluid overload, bilateral lower extremity cellulitis and intermittent confusion. The patient¿s chief complaint when seen at the hospital was swelling and confusion. The patient had noticed some redness and swelling in their legs for the past three to four days, some shortness of breath and they have also felt disoriented. The patient had seen their primary care physician (unknown date) and they were prescribed and treated with keflex (route, dose, strength, frequency and duration unknown). The patient was reportedly disoriented earlier in the day, but did not show signs of confusion during the exam. The patient reported sleeping for three days and not completing pd treatments. The patient was admitted for further assessment of medical issues and started lasix infusion of 10mg/h and scheduled pd treatment in order to correct the fluid volume overload. Following the lab testing on 01/16/2018 the patient was diagnosed with hyperphosphatemia with 12.6mg/dl value, hypocalcemia with 5.7mg/dl and hypomagnesemia with 1.3mg/dl value. The patient was prescribed and treated with sevelamer 1600mg, oral, three times daily and was also initiated on phoslo 1 tablet with meals for the hyperphosphatemia. The patient was prescribed and treated with 2g intravenous (IV) magnesium and was to restart a home dose of magnesium carbonate tablets (dose, route, strength, frequency and duration unknown). Per the nephrologist, the significantly abnormal lab results were attributed to the patient not completing at least a few pd treatments over the last week. The patient was also diagnosed with sepsis secondary to the cellulitis in bilateral lower extremities. The patient was started on zosyn 2.25g injection IV every 8 hours and vancomycin 1,000mg in 0.9% nacl 250ml IV once. The patient¿s state of confusion and fatigue was attributed to toxic metabolic encephalopathy related to the patient¿s medication regimen of percocet, trazodone, xanax and zanaflex. The encephalopathy was noted to be mild and improved. The patient continued to complete pd therapy during the hospitalization with no missed treatments. It is unknown if fresenius products were utilized. The patient fully recovered and was discharged on (B)(6) 2018.